Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead impedance had increased over the last couple of days. The patient presented to the clinic after receiving an audible alert for out of range impedances; the patient was symptomatic. A number of noise reversion episodes were also noted. The noise was not reproducible with isometrics and pocket manipulation. The patient was scheduled for a chest x-ray and a lead revision would be considered. No additional information was available at this time.